Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, there was difficulty passing the lead through the secondary bend of the catheter. It was a struggle to get the lead deep into the septum. The physician had to fully straighten the catheter till the lead tip was able to get out and then be repositioned. In the end a standard preshaped sheath was used. The lead was implanted with reasonable measurement and it remains in use. No patient complications have been reported as a result of this event.